Event description:
It was reported that this patient received an inappropriate shock while sitting. The smartpass filter was disabled. Maneuvers were performed and noise was easily reproduced and oversensed in the primary sensing vector. The alternate and secondary sensing vector showed low amplitudes and noise, thus were not viable options for this patient. Additional information noted that the device therapy was turned off until the physician can evaluate the patient in clinic. Technical services (ts) discussed recommendations and possible troubleshooting. At this time the device remains implanted. No adverse patient effects were reported.